Event description:
It was reported while using bd extension set microbore slide clamp 0.55 ml fluid path sterile the tubing was blocked. There was no report of patient impact. The following information was provided by the initial reporter: syringe line unable to flush any fluids or meds. No visible damage to line. No injury to patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd extension set microbore slide clamp 0.55 ml fluid path sterile the tubing was blocked. There was no report of patient impact. The following information was provided by the initial reporter: syringe line unable to flush any fluids or meds. No visible damage to line. No injury to patient.

Manufacturer narrative:
H6: investigation summary one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. Excess solvent was observed by the female luer. A quality notification was sent to the manufacturer. From the manufacturer investigation the root causes are a lack of set air sweep time and a lack of rest time. Corrective actions were implemented with activities started on may 12,2022 and completed on july 12, 2022. A device history record review for model 30914 lot number 21109145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.